Event description:
Presented s/p cardiac arrest while playing basketball, bystanders CPR, in v-fib when ems arrived 15 minutes later. Went ama five days later, returned the next day. Ten days after the original incident, dual chamber ICD implanted, however, when v-fib induced and detected by device, 21j and 31j shocks failed to terminate arrhythmia. The following day, surgeon performed ICD revision with removal/replacement of pulse generator and placement sq lead array. Wound healing well three weeks later at first follow up visit. Pt did not show up for second follow up visit. Patient presented back with endocarditis approximately a year later with staphylococcus aureus sensitive to antibiotics and tricuspid endocarditis with septic emboli to lung. Two months later, ICD hardware removed with extraction of atrial/ventricular endocardial leads and removal of sq array/pulse generator with debridement of pocket.